Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue "it repeatedly fails delivery accuracy test" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation sent device to flow lines for flow testing at 40 ml/hr. For 60 mins at 40 vtbi with the results of 40.468 and passing error percentage of 1.17%. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted. Evaluation sent.

Event description:
It was reported that a spectrum iq infusion pump repeatedly failed delivery accuracy test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use as an event date was not provided. The reviews shows an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual (spectrum installation and maintenance manual). The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. Correction to h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.